Event description:
It was reported that pump battery depleted too quickly starting around 10/18/26, although this did not cause pump to shut down and average battery use was about 16.68% per day. There was no reported impact to the customer¿s blood glucose level. Customer ended call before troubleshooting was completed, and technical support planned to follow up, with no additional information received regarding the outcome of the event.